Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that their symptoms have gotten much worse since her program change yesterday. She stated that she called the clinician and they are going to test a stool sample for possible infections because she's having many episodes of diarrhea in a short amount of time. Patient stated that also on this current program (p2) she can feel the stimulation but it's like her leg is numb and tingling similar to when a leg will fall asleep. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient complained of a burning sensation on the buttock, said it felt like it was on fire. Support staff assisted in turning down the stimulation to see if that would help, but it did not change. Patient did not want to change programs. Support staff advised to see if moving to a new program would make the uncomfortable sensation go away. Patient moved it to program 4 and brought the stimulation up but there was no change in the uncomfortable sensation. Support staff advised to put it back to where it was comfortable, but the uncomfortable feeling in the buttock did not go away, and patient was advised to contact their clinician. Patient was trying to get a stool sample to test for an e coli infection but this morning all she had was 3 pellets, so doctor told her to take metamucil. On (B)(6) 2020 patient stated they had diarrhea and she took a stool sample to the hospital so it could be checked for an infection. Patient also stated she was feeling pain. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. .